Manufacturer narrative:
Correction: h4 device manufacture date: initial report may 22, 2007. The correct manufacturing date is: jun 10, 2007. Additional information / device evaluation. Section d9: device available for evaluation: yes as of 9/14/2021. H3 device evaluated: yes. H6: type of investigation: added coding 3331, 4109, 4110. H6: investigation findings: updated code from 3221 to 213. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for excimer laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event: unknown, as the date incident occurred was not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient presented with epithelial ingrowth one day post treatment. Through follow up it was learned the epithelial defect was sizeable and resulted in the melt which was outside visual axis and was not adjacent to the epithelial ingrowth. A flap lift was performed to remove the epithelial cell on (B)(6) 2021. The surgeon stated part of the peripheral flap had melted but that was outside the visual axis. On post-op day 3, the epithelial is filling in the area of the flap melt and there is no current ingrowth. Patient is reportedly doing well and will continue to be monitored. The uncorrected visual acuity (ucva) is 20/25.